Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in a female patient who had essure (batch no. 654838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and dysmenorrhea. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("heavy bleeding"), mood swings ("mood swings"), menstruation irregular ("irregular cycles"), headache ("severe headache") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removed on (B)(6) 2018,hysterectomy,bilateral salpingectomy). At the time of the report, the abdominal pain lower, genital haemorrhage, mood swings, menstruation irregular and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and mood swings with essure. The reporter commented: an intervention and injury (disability) was mentioned but not specified and /or assigned to one of the events. Discrepancy noted in implant date: (B)(6) 2009 as per pif and already reported as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081770) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), menstruation irregular ("irregular cycles"), headache ("severe headache") and dyspareunia ("painful intercourse"). At the time of the report, the abdominal pain lower, genital haemorrhage, mood swings, menstruation irregular and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and mood swings with essure. The reporter commented: an intervention and injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2019: quality-safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ('pain in lower abdomen'). In a female patient who had essure (batch no. 654838), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menorrhagia and dysmenorrhea. Concomitant products included: amitriptyline, bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), genital haemorrhage ("heavy bleeding"), mood swings ("mood swings"), menstruation irregular ("irregular cycles"), headache ("severe headache") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure removed on (B)(6) 2018, hysterectomy,bilateral salpingectomy). At the time of the report, the abdominal pain lower, genital haemorrhage, mood swings, menstruation irregular and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and mood swings with essure. The reporter commented: an intervention and injury (disability) was mentioned, but not specified and /or assigned to one of the events. Discrepancy noted in implant date: (B)(6) 2009 as per pif. And already reported as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: essure removal details added. Surgery details added. In event: abdominal pain lower. Reporter details added. On (B)(6) 2020, mr received: medical history, lab data added, lot number added, reporter added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081770) on 11-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain in lower abdomen") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, bupropion hydrochloride (wellbutrin) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), menstruation irregular ("irregular cycles"), headache ("severe headache") and dyspareunia ("painful intercourse"). At the time of the report, the abdominal pain lower, genital haemorrhage, mood swings, menstruation irregular and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstruation irregular and mood swings with essure. The reporter commented: an intervention and injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.